Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. The investigation can draw no conclusion regarding the reported event with the information available. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Update jun 19, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges metallosis and pseudotumor. After review of the medical records for MDR reportability, it was stated that the patient was revised to address metallosis and frozen pseudotumor. Revision note stated that there was a nonpurulent, large amount of very yellow fluid and villous white-appearing tissue that was non-inflammatory but consistent with pseudotumor. It was also stated that the whole trunnion was coated and there was a black charred material that was caked all into the ball itself and caked around the trunnion. There was a fibrous membrane behind on the back side of the liner. Laboratory values for cobalt was above 7 ng/ml. Added stem due to the reported elevated cobalt level. Part and lot information were provided. This complaint was updated on: jun 27, 2017.

Manufacturer narrative:
See section d for any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised to due to pain and discomfort.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear.